Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A leyla (ruggles leyla retraction system ball joint) was reported to tighten to the operating room table well. A pt was anesthetized for an additional 5 minutes while the staff was trying to secure the unit to the table.